Manufacturer narrative:
Based on the investigation which determined that capacitor voltage rating was the root cause of the arcing, ge healthcare is initiating an action in the field to replace and repair the rf body coil. This action was reported to the FDA under correction number 2183553-02/01/17-001-c on february 1, 2017. Corrected data should state: mr450 rf body coil and not mr450w rf body coil. Ge healthcare¿s investigation has been completed. It was determined that capacitor voltage rating in the design of the mr450 rf body coil was below required design margin and was the root cause of arcing that led to excess heat/discoloration of the surface of the patient bore. No injury occurred and the rf body coil was replaced.

Manufacturer narrative:
There are no additional device identification numbers at this time. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the ge field engineer found that a rf coil dd driver short circuit fault had occurred. Upon further investigation, a visible burn mark was seen on the inner/patient side of the rf body coil.

Manufacturer narrative:
Ge healthcare¿s investigation has been completed. It was determined that capacitor voltage compliance in the design of the (B)(4) body coil was below required design margin and was the root cause of arcing that led to excess heat/discoloration of the surface of the patient bore. No injury occurred and the rf body coil was replaced.